Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: unable to verify customer's complaint for leadscrew anomaly due to missing injection foot. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Inpen was received with missing injection foot. Missing injection foot can affect insulin delivery. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s inpen broken screw was used for rewind. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned. The customer will discontinue the use of the device.